Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the first firing went successful. Another reload was used but fired only half staples and half in the load still.